Event description:
Reported false positive sars result for 1 asymptomatic (off-label use) staff member testing themselves for competency testing purposes. No confirmatory testing had been completed. Approximately 7 additional events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.